Event description:
It was reported that the ilet pump became unresponsive at the fill tubing step during a supply change, preventing progression past the on-screen prompt, and the user experienced hyperglycemia with a highest blood glucose of 400 mg/dl while the device displayed alerts. Symptoms included no reported clinical manifestations. Outcomes included continued insulin therapy after the user restarted the device through the app, completed the software update, finished the supply change, and resumed delivery, with no hospitalization. Investigation included remote troubleshooting and user education to restart the device and complete the update and supply change. Investigation of this case revealed that the issue was consistent with a temporary user interface freeze related to the pump screen, resolved by a device restart and update, with no persistent hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user interface recovery following a system restart, consistent with normal device behavior after software refresh.